Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystoscopy with urethral dilation, transurethral resection/ablation of prostate with bipolar. It was reported that after implant, the patient experienced thermal injury to his bladder and urethra.